Manufacturer narrative:
Concomitant pproduct: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that ¿ever since¿ her last pump refill she had ¿a majority¿ of the symptoms printed on the manufacturer¿s web page under ¿under dosage.¿ the muscle cramps left the patient bed ridden. She thought it was due to over dosage of her oral medication (norco) but she was ¿positive¿ it was ¿because of the pump.¿ the medication delivered by the device system was not reported. Additional information has been requested, but was not available as of the date of this report.